Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an a backup insulin pump to resume insulin therapy. Customer¿s blood glucose level ranged from 100 to 200 mg/dl.